Event description:
It was reported that during a lithotripsy procedure with left stent removal and replacement, tip of the probe disintegrated and left metal in the bladder. The procedure was completed with another probe without further incident. We are not aware of any patient consequences.

Manufacturer narrative:
The device has not been returned to richard wolf medical instruments as of (B)(6) 2010. We expect to receive the device and will follow-up with an investigation report.